Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead is also reported to be fractured. The lead remains in use. No patient complications have been reported as a result of this event.